Manufacturer narrative:
Based on the claim against the product by the customer noting sureform 60 stapler instrument jam, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the logs for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) afa. The following additional information was provided: logs show the first stapler used was pn 480460-09, ln l19230209-0388, and it was installed on the system 3x and fired 2 reloads (1 green, followed by 1 blue). On install 1, the system failed to detect the reload color, and the user manually selected the blue reload via the gui on the ssc touchpad. On this install there were two incomplete clamp attempts, stopping at ~65% and ~74% respectively. Both unclamps were logged as successful and no additional clamping or firing attempts were made on this install. On install 2, the user manually selected the reload color due to not firing the reload on the previous install. The first clamp was successful and firing was completed with 1 pause for compression. The subsequent unclamp was logged as successful. On the 3rd install of this instrument, clamping was successful, and the firing was completed with no pauses for compression. There were no incomplete unclamps by this instrument, per the logs. There were no stapler related errors in the logs. Next, logs show pn 480460-09, ln l16221124-0600, was installed on the system 8x and fired 7 reloads (1 green, 1 blue, 1 green, 4 white, in that order). On installs 1,2 and 4, the first clamp attempt was successful, and the firings were completed with no pauses for compression. On install 3, no clamping or firing was attempted. On installs 5-7, the first clamp was successful and the firings were completed with 1 pause for compression on each. On install 8, there was one incomplete clamp attempt, stopping at ~60% completion. The following two clamp attempts were successful and the firing was completed with 1 pause for compression. All unclamps by this instrument were logged as completed successfully. There were no stapler related errors in the logs. There was no sign of a failed unclamp, use of the e-stop button, or use of the grip release tool being used while the instrument was installed on the system. This complaint is being reported based on the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, there was a sureform 60 stapler instrument jam on universal surgical manipulator (usm) 1. Prior to calling the technical support engineer (tse), the customer attempted to use the manual release kit (mrk) and the mrk did not open the instrument jaws. The customer slid the tissue out of the jaws of the instrument and proceeded with case with a different sureform 60 instrument. Tse reviewed logs and noted no related errors. There was no 256-error code for using of the mrk. Tse confirmed that the system was not in a faulted state when the mrk was used. Tse informed the customer the need for system to be in a fault state prior to using mrk. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.